Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon exchanged the liner and head due to the patient having a post operative dislocation. The surgeon commented that the components were well aligned so he decided to put in a 20 degree liner and go one longer with the neck.